Event description:
It was reported that the end-user fell out of bed landed on the pt's walker that was next to the bed. The glide brake on walker cut the pt's leg. Stitches were required to the pt's leg.